Manufacturer narrative:
This report is being supplemented to provide additional information based on event date (please see b3) and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. All channels of scope were cultured. The bacteria identified was enterobacter aerogenes and serratia marcescens (more than 80 colony forming units per endoscope). The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was returned. Prior to the device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The device tested positive for less than one (1) colony forming units of micro organism. Overall, the results are in conformance with the requirements. The investigation is ongoing. The physical device evaluation has not yet been completed; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being submitted to capture information regarding device return and inspection findings. The device was returned. An inspection of the device revealed, the insulation of the distal end cover was less than the threshold value. The adhesive part of bending section cover was separated and discolored. The connecting tube was wrinkled. The investigation is ongoing. A supplemental will be submitted in completion of investigation or if any additional information is available.